Manufacturer narrative:
On 4/12/16, based on the analysis, it was determined that this event be reported to the FDA. Upon receipt, the lead was found dissected. Only the proximal fragment was received for analysis. The fragment under complaint was analysed. The visual inspection revealed rubbed through insulation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead and the pacemaker housing as well as the other lead implanted. Further damages most likely occurred during the explant procedure. The analysis of the lead fragment did not reveal any sign of a material or manufacturing problem.

Event description:
This device was returned without oos documentation. Per the following physician&#62688;office, this patient expired on (B)(6) 2013. There are no known complaints associated with this device. Should additional information be received, this file will be updated. On 4/12/16 based on the analysis, it was determined that this event be reported to the FDA.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the proximal fragment was received for analysis. The fragment under complaint was analysed. The visual inspection revealed rubbed through insulation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead and the pacemaker housing as well as the other lead implanted. Further damages most likely occurred during the explant procedure. The analysis of the lead fragment did not reveal any sign of a material or manufacturing problem.